Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient had a foley catheter in for 3 weeks and their doctor removed it yesterday. But since, the patient had not been able to void on their own so their daughter put the catheter back in this morning. Follow up information received in oct. 26, 2017 reported by the family member noted that the patient had been using the foley and was considering getting a supra pubic catheter. There were no further complications reported or anticipated.